Manufacturer narrative:
No definitive root cause was determined. An ocd field engineer (fe) arrived at the customer site, performed a 6-month preventative maintenance and adjusted the reader camera. Wad diagnostic test was successful and qc testing was acceptable. Repairs have returned this instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. Incident is isolated. (B) (4)

Event description:
The customer reported that the ortho provue analyzer read a weakly positive antibody screen reaction as negative. The customer indicated that the gel card was brought to the service rack due to unused cards. Upon visual inspection of the gel card, the customer noticed the reaction in the microtube of the sample in question was weak 1+. The prove print out of the sample showed the result was negative. The customer retested the sample manually using the same reagents and alternate lot # of mts anti-igg cards and confirmed the sample was a weak 1+ as visually inspected. False negative test results can lead to transfusion of incompatible blood.